Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate w/ a monitor.

Manufacturer narrative:
\ Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate w/monitor) was confirmed. Upon investigation, the trunk cable was cut and the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a severed green (+3.3 v) wire in the trunk cable. The root cause for the severed wire and cut cable was physical abuse. No adverse event resulted from the defective electrode belt.